Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. Based on the available information received, the reported event can be confirmed. It cannot be determined whether the revision surgery has been performed to date. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. D10: item # 47249338111, cmn femoral nail, ccd 125â°, left, ã¸ 11.5 mm, 38 cm, lot # 3134388. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a revision was planned approximately 1 year post-implantation for removal of the osteosynthesis material from the femur in a patient with a long trochanteric nail, following pain. However, it was noted that the procedure could not be completed due to malfunction during the operation (see section h11). Attempts have been made and additional information on the reported event has not yet been provided.

Manufacturer narrative:
(B)(4). B5: the malfunction that occurred during operation and caused the procedure to be aborted has been captured and will be reported under zimmer biomet complaint number (B)(4). D10: unknow item #, unknow znn long trochanteric nail, lot # unknown. G2: report source france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.